Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed replace battery and power loss. It was stated that the battery went dead after 4 hours of replacing. It was stated that the issue occurred 3 times that day and they were calling back after completing troubleshooting for low battery. Blood glucose value was unknown. It was advised the insulin pump would be replaced. The insulin pump was returned for analysis.